Event description:
It was reported by the clinical perfusionist that during an implant of a vented electric left ventricular assist device (lvad), the surgeon suspected the patient had a platelet or fresh frozen plasma (ffp) reaction. The patient was transfused intra-operatively and immediately experienced poor oxygenation and rapid decompensation. The patient was removed from ICU and later expired.

Manufacturer narrative:
The manufacturer was unable to evaluate and determine the exact cause of the reported event because the device was not removed from the patient upon expiring. No conclusion can be drawn as to the cause of this event because the device is not available for evaluation. No further information is available. The manufacturer is closing its file on this event.